Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece continued to run on its own when tested during an on-site maintenance visit. This event did not occur during a medical procedure, so there was no patient involvement. There was also no user injury reported.